Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported from dentists at (B)(6) that a silent nite appliance experienced a button that popped off and fracture lines on the back molars of the appliance. No additional information was provided regarding the circumstances surrounding the event.